Event description:
The customer reported to olympus, sterilization tray, single layer cystoscopy was broken. There were no reports of patient harm.

Manufacturer narrative:
E1 :(B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Visual inspection upon the received condition was performed and it was observed that the right side of the metal clamp and the one side of the metal rod was detached from metal rod slot of the plastic cover tray. The bottom end of the washer that held the bottom end of the metal rod secured from the plastic tray slot was noted missing-not returned however the top end washer of the top end of the metal rod was intact and secured. The left side of the metal clamp was also inspected, and no signs of the metal clamp/metal rod/washers were coming off. In addition, there were scratches observed with the plastic tray. There were no other damage found with the sterilization tray received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction as there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.